Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump changed the date without user intervention. The patient reported that the pump showed (B)(6) 2012 when the pump should have read (B)(6) 2012. The patient stated that the last battery change was (B)(6) 2011 and the patient confirmed the settings were correct. A review of the basal history showed one instance of (B)(6) 2012 between two entries of (B)(6) 2012. The history showed that all basal deliveries appeared correct. This report is made based on the allegation that the pump may have changed the date without user intervention.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data in the black box was unavailable for review due to continued pump use. There were no time and date resets observed in the black box. The pump was exercised for 24 hours with no time and date changes occurring. A rewind, load, and prime sequence was performed multiple times with no time and date issues occurring. The complaint could not be confirmed or duplicated on investigation.